Manufacturer narrative:
A supplemental MDR is being submitted for additional information from medical record review and the valve clinic coordinator. The following section of this report has been corrected: h.6 clinical code (corrected from 4580 to 4446). The investigation is ongoing.

Event description:
Per medical record review, approximately 4 years post tavr procedure the patient reported lower extremity edema and shortness of breath, dyspnea on exertion, dizziness, and lightheadedness. The symptoms began in the past 6 months. As reported by the valve clinic coordinator the patient did not have intervention at ucd and was referred to stanford.

Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-12846. The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist, approximately 4 years and 1 months post procedure with a 23 mm sapien 3 ultra valve the valve was failing with plans for intervention. The serial number of the valve is currently unknown.

Manufacturer narrative:
The complaint for ''post-implantation - svd - degeneration/deterioration'' was confirmed based on medical records. No valve serial number was provided; therefore, the device history record (DHR) and the lot history could not be reviewed. A review of complaint history did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 4 years and 1 month post procedure with a 23 mm sapien 3 ultra valve, the valve was failing with plans for intervention''. In addition, per medical records, severe valvular aortic insufficiency and aortic valve thickening with moderate stenosis and moderate regurgitation were noted. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had hyperlipidemia (hld) and diabetes mellitus type 2 (dmt2). Diabetes and hld are known factors that may increase the risk of valve calcification leading to early valve degeneration. The presence of hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (hyperlipidemia, diabetes mellitus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.